Event description:
According to the reporter, during kidney transplant procedure, the device had staple line incomplete. The jaws of the device were locked on tissue. When the surgeon closed the device, it stayed closed on the renal artery. The surgeon made some manipulation to open it <(>&<)> the surgeon saw some staplers was on tissue but some were stay on the device. There was a hemorrhagic risk with necessity of converting and also a risk of death. The surgeon used another instrument and opened another device to resolve the issue and complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Back extruded staples were observed and the pushers were damaged. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the back extruded staples and damaged pushers may occur when a thick tissue or obstacle has been incorporated in the jaws during application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during kidney transplant procedure, the device had staple line incomplete. The jaws of the device were locked on tissue. When the surgeon closed the device, it stayed closed on the renal artery. The surgeon made some manipulation to open it. The surgeon saw some staplers was on tissue but some were stay on the device. There was a hemorrhagic risk with necessity of converting and also a risk of death.